Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.

Event description:
It was reported that patient underwent total hip replacement with a durom cup in 2008. Post-op, the pt experienced pain and she was advised by dr six months later that revision is necessary. Revision not scheduled at this time.